Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture (surgeon reported a strong suspicion of 'unreported trauma' as a cause). A size 11 secur-fit advanced stem and femoral head were revised to a restoration modular stem construct with a ceramic head and two cable and sleeve sets. Rep confirmed there are no allegations against the femoral head. Rep provided primary and revision usage information, and reported that no further information will be available.